Manufacturer narrative:
Combination product: yes.

Event description:
A synsiro pro drug-eluting stent system was selected for treatment. After several pre-dilatations of a severely calcified lesion in the lad, it was not possible to advance the synsiro pro to the target lesion. After withdrawal it was detected that stent struts were lifted up at the proximal part of the stent.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e. Several struts are bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The balloon is well folded and shows no signs of inflation. Review of the angiographic material did not provide any further relevant information with regards to the root cause of the complaint. The actual complaint event is not visible. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause was determined.